Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 7-june-2024, patient complained about 1 infusions set fell off event. Infusion set was in use for 2.5 hrs. Patient's bg was reported to be 280 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.